Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. Immediately following the procedure, the patient was unable to move her left leg. The patient had a complete inability to use her leg from thigh to the foot, possible nerve damage. The patient experienced a complete pelvic and bladder lack of sensation and feeling for eight months then extreme pelvic and vaginal pain. The patient had an inability to rotate her leg sideways. The patient can walk with crutches, but cannot walk more than 200 meters. The patient took 6 months to learn to walk again. No further information was provided.